Manufacturer narrative:
Complaint no. (B)(4). The pump was evaluated by a baxter service technician. The reported condition of the broken door assembly was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue of broken door is being investigated under CAPA #mdq-CAPA-204.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. Complaint no: (B)(4).

Event description:
The facility representative reported a broken door assembly. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.